Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, upon specimen retrieval, the metal ring broke. The metal forks fell into the cavity of the patient. When the surgeon removed the specimen and bag the metal forks that were left in the abdomen came out too. There was no patient injury.